Event description:
It was reported that a balloon catheter was used for pta in the "lliaca." At approximately 5atm, the balloon ruptured and got stuck. The doctor tried to remove the catheter with a snare and was unsuccessful.